Manufacturer narrative:
(B)(4). Date of event: publication year of 2006. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: title : randomized clinical and manometric study of advancement flap versus fistulotomy with sphincter reconstruction in the management of complex fistula-in-ano author : francisco perez, m.d.,*, antonio arroyo, ph.d., pilar serrano, ph.d., ana sánchez, m.d., fernando candela, ph.d.a, maria teresa perez, ph.d., rafael calpena, ph.d.. Citation: the american journal of surgery (2006); doi: 192:34¿40. 10.1016/j.amjsurg.2006.01.028. The goal of this study was to compare the outcomes of advancement flap (af) versus fistulotomy with sphincter reconstruction (fsr) for primary complex fistula-in-ano in terms of recurrence and anal function. From january 2001 to october 2003, 55 patients were randomized to undergo either advancement flap (af) or fistulotomy and sphincter reconstruction (fsr). In group 1 (af group), 27 patients (15 male and 12 female; age: 47.5 years; 15) underwent advancement flap. Proper exposure of the anal canal was achieved using park¿s speculum and the plastic anal retractor included in the pph-33-01 kit (ethicon). In group 2 (fsr group), 28 patients (17 male and 11 female; age: 51.4 years) underwent fistulotomy and sphincter reconstruction. Reported complications in group 1 (af group) included suprasphincteric/high transsphincteric fistula recurrence (n-2) in which 1 patient was subjected to a loose seton through the fistula track and is awaiting treatment with biological fibrin glue; the other patient was subjected to fsr, worsened continence (n-2), occasional incontinence for flatus and/or soiling (n-2), mean wcgs score slightly worsened after surgery (n-?), and overall postoperative incontinence (n-8). In conclusion, fsr compares with af in terms of postoperative continence and recurrence. Anal continence and manometric values are not jeopardized in either technique.